Event description:
The event is reported as: the customer alleges that the medicine was leaking out of the cup of the device.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history records were reviewed and showed that there were no issues related to this issue neither on the product nor its components during the MFR of the material. The customer complaint cannot be confirmed based only on the info provided, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident.